Event description:
It was reported that this implantable pacemaker was not implanted successfully due to unknown product performance issue. A new device was placed. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was not implanted successfully due to unknown product performance issue. A new device was placed. No adverse patient effects were reported. Additional information indicated this implantable pacemaker was not implanted successfully due to physician wanted longer battery life device.

Event description:
It was reported that this implantable pacemaker was not implanted successfully due to unknown product performance issue. A new device was placed. No adverse patient effects were reported. Additional information indicated this implantable pacemaker was not implanted successfully due to physician wanted longer battery life device.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.